Event description:
MFR received a report from an attorney stating the right front foot support fell off a manual wheelchair. This allegedly resulted in the user sustaining a fractured foot and tibia. A device eval has not been permitted.